Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. As received, the monitor displayed wrench code 100-program image corrupt and was unable to baseline. The cause of the failures was isolated to corrupt software. The cause of the corrupt software cannot be positively identified. No adverse event resulted from the defective monitor..

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to undergo incoming functional testing.